Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER. Interrogation showed patient received two shocks due to lead noise. Aborted shocks from noise detection were also observed. Lead fracture was noted. The lead was capped and replaced.